Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) had a signal artifact monitoring (sam) episode along with noise on this both right atrial (ra) channel. This resulted in the minute ventilation (mv) feature being disabled. Technical services (ts) recommended to have the patient seen in clinic to investigate for potential lead integrity issue. This ra lead currently remains in service. No adverse patient effects were reported.